Event description:
Customer reported to olympus that the evis exera ii ultrasound gastrovideoscope failed the leak test. The customer observed a strong stream of bubbles from the distal tip and the instrument channel port. The customer also reported black/metallic residue was coming from the distal end and the sound of air coming from the distal end when leak testing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Initial investigation is pending as the device was returned to the customer due the device was received in a biohazard bag. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿black/metal residue emerged from the distal end¿ could not be determined, as the device was received in a biohazard bag and was returned to the customer. Olympus will continue to monitor field performance for this device.